Manufacturer narrative:
Updated data: b1. B2. B5. H1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the delivery catheter system was inserted into the patient and advanced to the aortic annulus. The valve was then deployed to the point of no recapture. As the valve was being deployed, ventricular fibrillation temporarily occurred. After ventricular fibrillation subsided, the valve was fully deployed. After full deployment of the valve, ventricular fibrillation recurrently occurred. Subsequently, a direct current shock was delivered. The patient was then returned to their room where temporary pacing was continued. Additional information was received that an unspecified atrio-ventricular (av) block occurred simultaneously with the ventricular fibrillation. The cause was unknown, but the physician noted that stimulation of the conduction system due to the 34 mm valve may have contributed. The av block occurred during the procedure at the time of full release of the valve and again after leaving the procedure room. After returning to the ward, the patient¿s condition worsened and cardiopulmonary resuscitation (CPR) was performed, followed by emergency aortic valve replacement. At the time of thoracotomy, the valve position had moved lower compared to the position at implantation, and it was noted that the position may have shifted due to the CPR. Percutaneous cardiopulmonary support was initiated and the patient was monitored; however, the patient died three days after the valve was implanted. It was noted that the patient had chronic kidney disease and that the evaluation of paravalvular leak using contrast during the procedure may have been insufficient.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-34 (lot: 0013021402); product type: 0195-heart valves; implant date: n/a ; explant date: n/a h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the delivery catheter system (dcs) was inserted into the patient and advanced to the aortic annulus. The valve was then deployed to the point of no recapture (ponr). As the valve was being deployed, ventricular fibrillation temporarily occurred. After ventricular fibrillation subsided, the valve was fully deployed. After full deployment of the valve, ventricular fibrillation recurrently occurred. Subsequently, a direct current shock was delivered. The patient was then returned to their room where temporary pacing was "communicated.¿